Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging the onetouch verioiq meter was missing the test strips. This complaint is classified using the customer care advocate (cca) documentation. On (B)(6) 2012 in the evening, the patient reported having symptoms of "blurry vision" prior to the start of the alleged issue. The patient reported on (B)(6) 2012 in the evening, she attempted to test her blood glucose and was unable to due to the alleged issue. Per the patient's file, the patient reported using a combination of medications including insulin and pills (unknown type and dose) to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the patient confirmed there was missing product and the closure seal was intact prior to opening. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, the patient alleged the meter system was missing the control solution and logbooks. The patient reported being symptomatic prior to the start of the alleged issue. Therefore the meter could not have caused the injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.